Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. There were no button error alarms noted. The insulin pump was received with minor scratches on the lcd window. The pump was received with a cracked case at the display window corners, a cracked case at the reservoir tube window corners, and cracked battery tube threads.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 160 mg/dl at the time of the incident. Customer stated that the esc button started to go out first and now all the buttons don't respond. Customer reported that she was trying to rub the button and pressed it down hard, which caused stick stuff to come off. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.